Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The platform was then sent to the biomed who confirmed the ua 7 message. The biomed extended the lifeband but the message did not clear. No patient or mannequin was used at the time. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/30/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the platform showed that the front and bottom enclosures were damaged and that the battery lock pin was bent. From the condition of the returned platform, the damages appear to have been due to wear and tear. Upon functional evaluation, the reported user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was duplicated, thus confirming the reported complaint. Further inspection identified the cause to be a single point load cell connected to the j3 connector that was not functioning properly. After replacement of the load cell, the device passed functional testing. The autopulse platform's archive data was reviewed and found multiple ua 7 codes on the reported event date of (B)(6) 2014. In addition to the ua 7 codes, multiple ua 12 (lifeband not present) and ua 45 (not at "home" position after power-on/restart) codes occurred on the same date. From the data, it appeared that the ua 12 occurred because the lifeband belt clip was not detected in the spool shaft due to improper connection of the lifeband to the platform. The ua 45 appeared to have occurred because the lifeband straps were not pulled completely out prior to turning the device on. Based on the investigation, the part(s) identified for replacement were the front enclosure, bottom enclosure, battery lock pin and the single point load cell. In summary, the reported complaint of the platform displaying a ua 7 was duplicated upon functional testing and was also verified in the platform's archive data. Based on evaluation of the device, the ua 7 was attributed to a single point load cell that was not functioning properly. In addition to the ua 7, multiple ua 45 and ua 12 codes were confirmed on the reported event date. The ua 12 occurred because the lifeband belt clip was not detected in the spool shaft due to improper connection of the lifeband to the platform. The ua 45 occurred because the lifeband straps were not pulled completely out prior to turning the device on. Following service, including replacement of the damaged parts and the single point load cell, the device passed all testing criteria.